Manufacturer narrative:
Concomitant medical products: 407652 lead, implanted: (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds with no capture. It was also observed that the lead exhibited low impedance and was under-sensing. The ra lead was capped. No patient complications have been reported as a result of this event.